Manufacturer narrative:
Combination product: yes.

Event description:
Lead was capped due to high impedance and lead broke at pin. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the is4 connector was received for analysis. The connector was found fractured from the lead body. The lead body was not returned. The observed fracture most likely occurred during the extraction procedure while removing the lead from the device's header due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.